Event description:
Customer reported that she had unexplained high blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 575 mg/dl when paramedics arrived. Customer stated that her insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test due to motor error alarm. The insulin pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.